Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and stent damage was noted. The physician attempted to implant a taxus express2 8.8% 3.50 x 20 mm drug eluting stent in the right coronary artery but was unsuccessful crossing the lesion. He was unable to cross the lesion with anything. The pt's status is reported as good.